Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after replacing an infusion set, with blood glucose readings reported as ¿high¿ (>400 mg/dl) and no pump-delivered insulin effect observed, leading to advice to replace the set and later to disconnect from the device and administer subcutaneous insulin using a pen. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary disruption of device use and the need for backup insulin therapy, after which blood glucose began returning to target. Investigation included customer service troubleshooting and provision of replacement infusion sets. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion site or set performance concern not confirmed, and no alerts or alarms reported. It was concluded that the event was user-reported hyperglycemia of unclear cause with resolution following manual insulin injection and temporary device disconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.